Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint was determined not reportable based on the initial event report from customer. However, after the investigation noted that the jaw pin was protruded, this has been determined a reportable malfunction on (B)(4). The complaint device was received and inspected. Visual observation revealed that the lower jaw is bent slightly, consistent with the device hitting bone during a procedure or being mishandled/ dropped (or indicates blunt force impact). Additionally, the distal jaw pin was protruded out of its place. An expressew iii needle was loaded onto the device and tested on a sample rubber strip. The jaw could clamp down but the needle could not be deployed. It was getting caught in the warped distal tip. The reported condition could be confirmed. The root cause can be attributed to the mishandling of the device. A DHR was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the needle in the customer's expressew iii without hook got stuck out and would not retract back in the gun during a rotator cuff repair. There were no patient consequences or delays. The case was completed with another like device. The sales rep was not present during the case and could not provide any more details. The device is being returned.